Event description:
Reporter alleges making several service calls. Customer called alleging joystick was smoking. She was told not to use and a loaner would be given. Customer used unit and alleges joystick caught fire.

Manufacturer narrative:
The device was returned and evaluated. Little or no maintenance was done on the device.

Event description:
Reporter alleges making several service calls. Customer called alleging joystick was smoking. She was told not to use and a loaner would be given. Customer used unit and alleges joystick caught fire.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.